Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy procedure, biopsy samples were not ideal for the initial 2-3 cuts. Subsequently lesser samples and eventually no samples were retrieved at all. Probes were cleared using clear probe mode but no samples were retrieved. Another device was used to complete the procedure. There were no adverse consequences for the patient.